Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device has a damaged downstream occlusion (dso)" was confirmed. The cause was the dso seal was bubbled causing delamination. Further inspection found the liquid crystal display (lcd) lens damage/scratching, battery compartment was cracking around the latch and center separator, upstream occlusion (uso) seal was buckling. Replaced dso seal, lcd lens, lcd seal, battery compartment, and uso seal. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.